Manufacturer narrative:
Updated to include patient cable and corrected to hp merlin monitor. (B)(6).

Event description:
It was reported that the device provided inaccurate spo2 readings. Customer reported that the spo2 is highly variable, does not work in motion and low perfusion and is not always reliable. It was reported that the number 72% was referenced by many nurses. Customer reported that this issue occurred with multiple patients. Number of patients is unknown. Customer also reported that there is an increase in fio2 when they are unable to determine the accuracy of the pulse oximeter. Clinical specialist reported that there is variability in instances where the sensor is misaligned or decoupled. They have also observed occasional lower than expected spo2, but only in circumstances of extremely low perfusion and poor signal quality. There were no known impact or consequences to the patients.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.